Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Update 12/13/2012 - litigation received 11/26/2012 and attached. Complaint changed to legal. Litigation alleges patient had pain after asr hip implant. There is no new information that would change the outcome of the investigation. Update ad 10 apr 2019. (B)(4) is a reopen of (B)(4) due to receipt of medical records and sticker sheets. After review of medical records, the patient was revised to address pain, metallosis and elevated blood cobalt and chrome levels. Operative findings include an effluent cloudy fluid and synovitis. The fluid was sent for culture and gram staining which resulted to presence of white blood cells with no organisms seen.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA- (B)(4). Ongoing post market surveillance is conducted per our procedures for this product. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.